Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device records 55 log entries between the (B)(6) 2007 and the (B)(6) 2012, the longest of which lasts 1 minute 57 seconds duration. On the (B)(6) 2012 and the (B)(6) 2012 the device records a manual power up lasting ten minutes duration. The device records 8 manual power ups between the (B)(6) 2013 and the (B)(6) 2014, the longest of which lasts 1 minute 16 seconds duration. Between the (B)(6) 2014 and the last log entry on the (B)(6) 2016 the device records 24 manual power ups, 7 of which lasts ten minutes duration. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.